Event description:
Event description guidant received information that the patient with this pacemaker had passed away. A relative indicated 'his heart stopped'. It is unknown as to whether or not there was a pacing system malfunction.